Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned without the plunger and needles, the complete suture, posterior needle tip, anterior and posterior cuffs, and link material, which limited the scope of the investigation. There was no detected damage to the device handle, guide tube, guide, foot, or sheath. Blow through marks were present on the posterior foot indicating the posterior cuff had been ejected from the posterior foot. Inspection of the foot assembly did not detect any damage to indicate a possible cuff miss, needle strike, or possible malfunction of the device. During testing, a proxy plunger/needle assembly was used to test for needle trajectory and the result was acceptable. Every device is checked twice for proper needle trajectory during manufacturing. A possible cause for the reported cuff miss may have been needle deflection during plunger deployment due to interaction with human tissue, aggressive and fast deployment of the plunger, or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment; however, none of the possible causes or the cuff miss could be confirmed. Based on the investigation, there was no detected manufacturing or quality issue. The device performed according to specification and the root cause for the reported event could not be determined. A review of the device history records for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that a technician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred. Another proglide device was use to achieve hemostasis. There was no adverse patient effect reported. Though requested, no additional information was provided.